Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low tsh results generated by the unicel dxc 600i synchron access clinical system for several patients. Results repeated on another instrument were believable. However, no data has been supplied to date. The erroneous results were not reported outside the laboratory. The customer did not receive any report of patient injury or change to patient treatment connected with this event.

Manufacturer narrative:
Qc was within specifications before this event and some problems were noted after the event. A diagnostic system check failed after the erroneous results. A field service engineer (fse) was in 2008. Fse performed a preventive maintenance (pm) since that was due and the system check failed. Fse saw both pumps were drawing in air and found the buffer supply tubing inside the instrument was cracked in a few places and was stiff. Fse replaced that tubing and hardware verification testing passed within specifications. Even though tsh results are unlikely to be the basis to initiate or withhold treatment, in this event the hardware failures could have affected other pivotal assays. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.